Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found the luer hub/fitting has a crack during use on the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2024, the doctor found the luer hub/fitting has a crack during use on the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one connector assembly (j-71524-001a) from a cannon ii plus chronic hemodialysis kit for analysis. Visual analysis revealed scratch/stress markings and cracks on both the blue venous luer hub and red arterial luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. Both luer connections were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. Both luer hubs leaked from the cracks when flushed. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed both luer hubs contained a crack and damage consistent with overtightening or repeated tightening of the hubs. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.